Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced a syncopal episode and was admitted to the hospital. A device evaluation was performed, during which shock lead impedance measurements were found to be high out of range. Additionally, pacing impedance measurements on the right ventricular (rv), right atrial (ra), and left ventricular (lv) leads were noted to be elevated but remained within normal limits. Evaluation of the electrolyte levels for the patient revealed fluctuations, and it was suspected that the impedance changes were related to physiological factors rather than a device or lead anomaly. The plan was to continue monitoring the patient. This crt-d remains in service. No adverse patient effects were reported.